Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the feed tubing has a defect where it leaks continuously therefore wasting the nutrition. It was leaking from the from the top at the purple port that goes into the tube feed mixture and leaking as well from the drip chamber.